Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (sizzling / code 204) was investigated. As received, the monitor also displayed service code 110 and failed incoming testing. Upon evaluation, the u1004 was shorted. The cause of the service codes, sizzling sound, and test failure is the shorted u1004. The root cause of the shorted u1004 cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was making a 'sizzling sound' and producing service code 204.